Event description:
It was reported when the device was used during a lobectomy procedure, the instrument transected the pulmonary vein. The surgeon reported when the instrument was released from the vein, it was open (staples only formed on one side). On the other side, the staples were not formed, resulting in bleeding (1500ml). After visual inspection by the sales rep, it was noted the closing handle (jaw of the instrument) could not be closed. There was no additional patient consequence.